Event description:
It was reported that the devices were used during a laparoscopic gastric bypass with roux-en-y, the instruments failed. Case was completed with a third device with no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that 2 devices (a and b) were retruned. Device a was returned with the distal tip of the blade broken off and missing. The fractured distance measured approx 8.08mm from the top of the outer tube. The device was tested and activated; however, the device would not cut due to the condition of the blade. Device b was returned with the blade cracked at the lower half. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.